Event description:
Removal of endosseous dental implant. Four implants were placed on 11/21/96 during a routine procedure. The implant in site #20 was removed on 1/2/97 at which time pain, bleeding and swelling were present.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.